Event description:
Reportedly, on 19 april 2024, during preparation before use, the smartview hotspot did not power up correctly and the green light did not come on.

Manufacturer narrative:
Analysis synthesis: upon reception, the returned home monitor was tested and the reported issue was confirmed, as the status lights remained off and the pit light was red. - based on available data, it can be suspected that the subject home monitor no longer functions due to normal wear over time. Indeed, it should be noted that the device was manufactured in 2017 and was therefore used for about 7 years. - this case is followed in trending.

Event description:
Reportedly, on (B)(6) 2024, during preparation before use, the smartview hotspot did not power up correctly and the green light did not come on.